Manufacturer narrative:
This report is submitted april 19, 2017.

Event description:
Per the clinic, the patient experienced a skin flap infection in (B)(6) 2012 (specific date not reported); however, the issue could not be resolved, resulting in explantation of the device (date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2012.